Manufacturer narrative:
Device not returned.

Event description:
It was reported that the patient had his inflatable penile prosthesis explanted and replaced due to chronic pain and dissatisfaction. The patient could not identify the location or source of the pain but felt it was related to the device. The physician reported that based on the literature related to chronic pain, paint could be related to a sub-clinical infection, and felt he had no choice to rule out infection. The physician did not allege any malfunction. No further patient complications were reported in relation to this event. The device will not be returning for analysis. The ship history review was not able to be completed as the required documentation was not available; unable to determine necessary component implant details and therefore, unable to determine an approximate ship date of component. The complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of known inherent risk of device was chosen as the reported adverse event is known and documented in the labeling. The reported allegation could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.